Event description:
It was reported that a continuous glucose monitor error occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided complete instructions for resetting the pump and guided the caller through the process.